Event description:
It was reported that unspecified issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed. Data log analysis was performed and failed. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).